Manufacturer narrative:
It was reported the service declares that about 45 minutes after from the start of the cec, a slight leak appeared at the level of the insertion of the pump body in the oxygenator (in pre-oxygenator). According to the attached picture to the parent record, the leak was at blood inlet connector of oxy. The two ties did not seem loose. The nurse added a third link at this location, which immediately stopped the leak. This was not very important and was seen and managed at the earliest. No harm to any person was reported. The product was investigated in the laboratory of manufacturer. The visual inspection showed no abnormalities with regard to damage to the oxygenator and to the inlet connector of oxygenator. Further visual inspection after removal of the cable ties showed that in the area where the heads of the cable ties were located, a passage was formed through which blood could penetrate. This can be seen from the course of the blood residue. The first and the third cable tie were loose and could be moved by hand. The integrity test, which was performed before the cable ties were removed, confirmed a leakage at the blood inlet connector in the overall result and was not passed. The cause of the leakage at the blood inlet connector can be attributed to the assembly of cable ties (manufacturing). The production history record (DHR) of the affected hqv 19900 with lot#: 3000316716 was reviewed. According to the DHR results, the product hqv 19900 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Operators were informed about this complaint and relevant controls in basic operation procedure on (B)(6) 2023. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint#: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
The service declares that about 45 minutes from the start of the cec, a slight leak appeared at the level of the insertion of the pump body in the oxygenator (in pre-oxygenator). The two ties, however, did not seem loose. The nurse added a third link at this location, which immediately stopped the leak. This was not very important and was seen and managed at the earliest. The department reports that about 45 minutes before the start of the cec, a slight leak appeared at the insertion of the pump body into the oxygenator (pre-oxygenator). Complaint #: (B)(4).